Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Using a cement product to place this device directly into a patients acetabulum is not recommended use. The root cause is attributed to use error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the poly liner, which had been cemented into the acetabulum. The loosening occurred at the cement/implant interface. Competitor cement was used in the primary surgery.